Event description:
Reporter stated that customer received the following results on the compact plus system within 3 minutes, 3 minutes, 1 minute, 3 minutes, 3 minutes, 2 minutes, 1 minute and 1 minute respectively: 1. 13 mg/dl, 147 mg/dl, 12 mg/dl, lo (result < 10 mg/dl), and 155 mg/dl 2. 19 mg/dl, 18 mg/dl, 13 mg/dl, and 170 mg/dl 3. 15 mg/dl, 206 mg/dl 4. 13 mg/dl, 14 mg/dl, 13 mg/dl, 17 mg/dl, lo (result < 10 mg/dl), and 166 mg/dl 5. 13 mg/dl, 13 mg/dl, 13 mg/dl, 12 mg/dl and 208 mg/dl 6. 16 mg/dl, 15 mg/dl, 11 mg/dl, 14 mg/dl and 181 mg/dl 7. 12 mg/dl, 15 mg/dl and 133 mg/dl 8. 215 mg/dl and 16 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).